Manufacturer narrative:
Exact date unknown, event occurred on 2019. Explant date: 2019.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.